Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the needle applicator did not stick to the skin and they had to put a new one on in the middle of the infusion. There was patient involvement, and no patient harm/adverse event reported.